Event description:
Tube became dislodged when the tube shaft slid through locked neck flange. An oral airway was placed in pt until the tracheostomy tube could be reinserted. The shaft was secured to the neck flange with twill tape in addition to relocking the flange.